Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. During visual inspection it was observed that the silicone segment tubing had a slight bulge and discoloration, and was weakened, 2 inches below the upper fitment. Functional and pressure testing was performed; no bulge/balloon was observed in the silicone segment tubing. The fluid flowed freely with no issues observed. The root cause of the customer¿s report of the ballooning silicone segment was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment while infusing normal saline. There was no report of patient harm.

Manufacturer narrative:
Additional information provided: describe event or problem.

Event description:
The customer reported while infusing normal saline the pump was alarming with an ail (air in line) error. When the door was opened a bulge in the silicone segment was observed.